Manufacturer narrative:
Multiple attempts with the site have been made, however, at the time of this report, the accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned and/or if additional information is received.

Event description:
(B)(4). Event desc: during a robotic laparoscopic supracervical hysterectomy, the harmonic ace curved shears insert's insulation piece broke off while being used. The piece was recovered without harm to patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).